Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patient wound at the pocket site was not healing and appears infected. There was no additional adverse patient effects were reported. This rv lead was explanted.